Event description:
The patient was referred for vns generator replacement surgery due to end of service. However during pre-op a diagnostic test was performed and high impedance was observed. The lead and generator were then replaced. The explanted lead and generator have not been received to date.